Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 300 mg/dl. The blood glucose reading at the time of the event was 327 mg/dl. Customer experienced vomiting, dehydration and diabetic ketoacidosis. Caller stated that the customer has had high blood glucose for two days. During troubleshooting, time and date correct. Checked bolus history. Inaccurate bolus history verified. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.